Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nurse at the operating room reported the following event: ¿it was not possible to retrieve the nail holder from the long nail once it was in place and locked". Patient was operated for a fracture of the femoral neck which is not the consequence of the event. Surgical delay: 45 min, the patient had to be anesthetized again

Manufacturer narrative:
Evaluation revealed the nail holding screw (nhs) to be the primary product. The trochanteric nail that was evaluated as well was classified as concomitant product as no discrepancies could be verified. No deviations were found during review of the manufacturing and inspection documents (DHR). The nhs returned was documented as faultless prior to distribution. As the device had been in use for app. 7 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The slight scratches at the shaft of the nhs directly under the head running circumferentially were microscopically identified as abraded material (fretting marks). Fretting marks are a rare but known reaction. During screwing into the nail the nhs gets in contact with the metal nail adapter and friction could occur due to too high torque forces (user related). In combination with small tolerances it is possible that cold welding occurs. The found fretting marks indicate that most likely cold welding has occurred in the actual case. It can be supposed that during surgery the nhs had been screwed into the nail with excessive force. Possibly, in this case the torsional force had not been applied constantly to the nhs but with a quick movement with which would explain the relatively high loosening torque whilst attempting to disassemble the items during surgery. Most likely the found signs of fretting corrosion in combination with the blood and body fluids found on the surface of the nhs were the root cause of the seized nhs. The reported event was not caused by a deficiency of the returned devices but by a use error. No nonconformity was identified.

Event description:
The nurse at the operating room reported the following event: ¿it was not possible to retrieve the nail holder from the long nail once it was in place and locked". Patient was operated for a fracture of the femoral neck which is not the consequence of the event. Surgical delay: 45 min, the patient had to be anesthetized again.